Event description:
It was reported a spectrum pump had constant close door messages. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant close door messages were confirmed and reproduced while attempting to close the door with a loaded set. This condition was determined to have been caused by a failed upper link switch. The upper auxiliary assembly was replaced.